Event description:
It was reported that a patient underwent a revision procedure approximately 11 months post implantation due to plate fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h11 d4: attempts have been made to gather all product identification information and no further information has been provided. A visual inspection was conducted on the returned plate. The plate shows signs of attempted use including marking and scratching on the plate surface. Further inspection showed that the plate has fractured. The returned device was examined using optical microscopy and scanning electron microscopy. Fatigue striations were observed on both fracture surfaces. The observations are consistent with a fatigue fracture. An exact initiation site could not be determined, eds semi-quantitative elemental analysis of plate sample showed that the composition was consistent with cp ti. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: initial surgery left postero-lateral small thoracotomy with 6th and 8th rib plated and left 6th and 8th posterior rib fixation plates with bony remodeling of posterior 7th and 10th ribs. 11 months postop posterior left 8th rib plate has fractured, posterior 6th rib plate intact. A definitive root cause cannot be determined. The reported event is confirmed, based on medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.